Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual & microscope inspections revealed that the main coil was extensively stretched, broken, and the suture was also damaged. Functional testing could not be performed due to the damaged condition of the returned device. Additional information indicated that the device was confirmed to be in good condition prior to use and the device was prepared as per the dfu. Due to some procedural/anatomical factors encountered during use, it appears that the coil got jammed inside the micro catheter. As a result, the coil was stretched, broke and the suture got damaged during withdrawal of the coil against friction. Based on the information currently available, it is probable that some procedural factors encountered during the procedure limited the performance of the coil contributing to the reported and observed damages. Therefore, an assignable cause of component failure has been assigned to this investigation.

Event description:
Analysis of the returned device noted that the coil was broken. No consequences to the patient were reported.